Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined quality controls (qcs) were not in range. The customer checked all probe alignments, primed the system and styletted the wash probes. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and found the transducer on the sample arm malfunctioned. The filter data showed sample foaming on eco2. The sample arm assembly was replaced and aligned. The cse changed the sample probe tip, reseated and aligned the reagent arm 1 probe tip. The cse performed precision testing, ran qcs and all results were in range. The instrument is operating within manufacturing specifications. No further evaluation of the device is required

Event description:
Discordant results were obtained for calcium (ca), carbon dioxide (co2), enzymatic carbonate (eco2) and sodium (na) on multiple patient samples on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on an alternate instrument and samples were also sent to an alternate laboratory for testing. The results from the alternate laboratory were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results for ca, co2, eco2 and na.

Manufacturer narrative:
Siemens filed the initial MDR on 04-sep-2018. Corrected information (09-aug-2018): the sample ID (B)(6), documented in the initial MDR was corrected to state sid: (B)(6). Section b6 has been updated with the corrected information.